Event description:
Discordant, falsely high sodium results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument and the same instrument, resulting as expected on both. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high sodium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc evaluated the instrument data, and instructed the customer to perform an advanced clean. A siemens global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated na results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.